Event description:
It was reported that the high voltage cable on the 6600 system was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended, and put back into service.